Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. A review of device memory confirmed a low voltage code 1003 was first recorded on (B)(6) 2018. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Detailed testing of individual components found a compromised ceramic capacitor. This compromised capacitor resulted in the observed high power consumption and resultant premature battery depletion.

Event description:
Boston scientific received information that a request was made to have data from this implantable cardioverter defibrillator (ICD) analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. This ICD was explanted and returned for analysis. No additional adverse patient effects were reported.